Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had coupling issues between the recharger and the neurostimulator. It was noted that the patient had a CT scan last week and also "bumped" the area around the device site. The device was turned off to before the CT scan procedure. Since the CT procedure, she had not been able to recharge or get any therapeutic relief and last felt stimulation sensation about a month ago. She always had trouble getting the coupling bars for recharging and had been this way since implantation of the device. The patient was instructed to use the antenna locator feature (3 attempts total) at which time a power-on-reset (por) message appeared on the recharger which led to a normal recharging screen. Three days later a power-on-reset (por) condition was reported and a "call doctor" icon message was seen. The por was cleared and the patient then was able to feel stimulation. She was also able to use her programmer without any problems. Follow up information reported that the patient's device and therapy issues were resolved.